Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy (tlh) procedure, the doctor approached the device to the tissue of uterine support ligament and performed sealing (end tone was heard). After that, tissue resection was completed with the cutter. Afterwards, the doctor tried to release the jaws by disengaging the ratchet, but the ratchet did not disengage and the jaws could not be opened. The doctor tried to open the jaws for several times, but could not open the jaws, so they decided to trim the tissue around the jaws with laparoscopic scissors. The device was able to be released from the tissue without problems and no blood loss occurred, but the jaws of the device were still not open. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3. Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. It was noted that the device was not within its assigned expiration date at the time of use. Visual inspection found the device was returned with the jaws closed. The investigation found the knife blade was stuck on eschar buildup, which prevented the knife from advancing forward or retracting back to its home position. The stuck knife blade on eschar also prevent the device from opening and closing properly. The knife blade was cleared from the eschar buildup by pressing the knife trigger. Once the knife blade was cleared from the eschar, the device's jaw was able to open and close properly. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. The customer is also advised to not use the device past its assigned expiration date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy (tlh) procedure, the doctor approached the device to the tissue of uterine support ligament and performed sealing (end tone was heard). After that, tissue resection was completed with the cutter. Afterwards, the doctor tried to release the jaws by disengaging the ratchet, but the ratchet did not disengage and the jaws could not be opened. The doctor tried to open the jaws for several times, but could not open the jaws, so they decided to trim the tissue around the jaws with laparoscopic scissors. The device was able to be released from the tissue without problems and no blood loss occured, but the jaws of the device were still not open. They replaced the device to complete the case. There was no patient injury. No further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy (tlh) procedure, the doctor approached the device to the tissue and performed sealing (end tone was heard). After that, tissue resection was completed with the cutter. Afterwards, the doctor tried to release the jaws by disengaging the ratchet, but the ratchet did not disengage and the jaws could not be opened. The doctor tried to open the jaws for several times, but could not open the jaws, so they decided to trimmed the tissue around the jaws with laparoscopic scissors. The device was able to be released from the tissue without problems, but the jaws of the device were still not open. They replaced the device to complete the case.